Manufacturer narrative:
This report was submitted inadvertently. The MDR was submitted under manufacturer report number 3005334138-2017-00060.

Event description:
During an ablation procedure, an air leak was noted. Air was leaking into the syringe that connects to the extension port of the sheath. Several aspirations were attempted with no resolution. The sheath was replaced to continue the procedure with no adverse consequences to the patient.